Manufacturer narrative:
Corrected data: PMA# of the initial MDR an incorrect PMA number was entered. The correct PMA number for the reported iol is p990080. Additional information was received and the customer stated that the physician thought the lens would cause an angle closure, so the physician explanted the lens. Serial (B)(4). Expiration date: 10/18/2015. (B)(4). Manufacturing date: 10/18/2015. Device evaluation: the device was not returned to the manufacturer for evaluation. Device inspection could not be performed, therefore the reported issue could not be verified. Manufacturing records were reviewed and the lens was manufactured according to specification. A search on complaints revealed no other complaints for this production order number has been received. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the device. Based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to the manufacturer has been submitted.

Manufacturer narrative:
(B)(4). All pertinent information available to the manufacturer has been submitted.

Event description:
It was reported that a za9003 29.5 diopter intraocular lens (iol) was explanted. The description of the event was that the lens was placing the patient in an angle closure, so the lens had to be removed. The physician is letting the eye settle down before implanting a replacement lens. No further information was provided.